Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an abnormal noise/ front panel flashing and emergency light was on. The issue was identified at inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the repair base, and the reported failure of the 'front panel blinking' was confirmed. However, the strange noise and emergency lights being on were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel blinks were caused by degraded optics turrets. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel blinks were caused by degraded optics turrets. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.